Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative discovered that the reported event was caused by the user not tightening the vertek arm appropriately. The site staff involved was trained on how to properly tighten the arm which resolved the issue. No further issues were reported. No parts were replaced or returned.

Event description:
A site representative reported that the navigation system's vertek arm was loose. There was no patient present when this issue was identified.